Event description:
During a pfa pulmonary vein isolation procedure, when the catheter was opened and attempted to be inserted, the tip of the catheter was fractured and would not deflect properly. The catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: a3a, a4, a5, a6, g3, h2, h10.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.7¿ proximal to the distal tip. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.